Event description:
An optometrist reported that a patient presented with blurry vision, one day following bilateral lasik surgery. Significant dry eye and diffuse superficial punctate keratitis (spk) were diagnosed. The patient reported that his eyes felt okay. In a follow up, the optometrist reported that the event is improving with treatment of artificial tears and allergy drops. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records( DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).